Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and uploading to carelink. The customer states their levels had dropped to 44mg/dl. The customer declined to troubleshoot for the lows and states they would be seeing their doctor soon. The customer was assisted with upload.